Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient called emergency services and was transported to the hospital. The patient was placed on a sliding scale for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.